Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 6 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9035945. All inspections were performed per the applicable operations qc specifications. There were two notifications [200802777, 200802122] noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter on them. This was discovered during use. The following information was provided by the initial reporter: material no. 328418 batch no. Unknown (provided: 9035943). It was reported that needles hurt during injection due to some type of substance or marks on the needles. Also reported needles bent before injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter on them. This was discovered during use. The following information was provided by the initial reporter: material no. 328418 batch no. Unknown (provided: 9035943). It was reported that needles hurt during injection due to some type of substance or marks on the needles. Also reported needles bent before injection.